Manufacturer narrative:
The distributor suggested the customer to try and tighten the motor screw on the pump. The customer was asked what the offset the pump was at and if the issue was fixed by tightening the motor screw, but the customer never responded. The pump was not returned for evaluation. Root cause couldn't be established.

Event description:
On (B)(6) 2020, a distributor of zyno medical reported a complaint. A biomed technician from a healthcare company contacted the distributor on (B)(6) 2020 and stated that pump serial number n/a "is maxed out at 30 on the calibration for accuracy adjustment and its still failing the accuracy test is there anything else I can do?" The device operator was the biomed technician. No medication was being infused. No patient was involved. No information was provided for the pump model, serial number or lot number.